Event description:
Reportedly, after an esophagus/bowel anastomosis was done, the anvil did not tilt after the 3 1/2 turns; impossible to release the instrument; the tissues were torn; resection and new anastomosis with thread. Sex: unk; procedure: anastomosis.